Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure electrocautery resulted in muscle twitching, pacing inhibition a polarity switch and oversensing on both the implantable pulse generator (ipg) and right ventricular (rv) lead. The ipg was explanted and rep laced and the rv lead remains in use. No further patient complications have been reported as a result of this event.